Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 5,220 units of this code-batch. There are no units in our stock. We have received 1 open sample for analysis. The needle of the sample received has been tested for bending strength and the result fulfills the product specifications: 2.827 nxcm (minimum bending strength specification for this needle: > 2.3 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Bending strength result for this needle tested during production was 2.875 nxcm in minimum, fulfilling the needle specifications. Remarks: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Final conclusion: although the result of the sample received fulfils the product specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that when the doctor used the needle holder to hold the needle, the needle broke. No more information has been provided.